Event description:
It was found that the cot was difficult to load/unload into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.